Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "fracture of a ceramic component in total hip replacement". Literature article entitled ¿fracture of a ceramic component in total hip replacement¿ by p. Whittingham-jones, et al, published in the journal of bone and joint surgery (april 2012) vol. 94-b, no. 4, pp. 570-573, doi:10.1302-0301-620x.94b4.28013 was reviewed for MDR reportability. This article discusses two different right tha revision surgeries for the same (B)(6)-year-old female patient. During primary tha the patient was implanted with a corail titanium stem, a duraloc titanium acetabular cup with an alumina ceramic liner, and an alumina ceramic femoral head. Two years following index tha, the patient presented with an audible squeak in her right hip accompanied by pain. Radiographs identified a fractured femoral head. Intraoperatively, small fragments of ceramic and metal debris were found as a result of a fractured ceramic shell. The surgeons found ceramic and metal debris throughout the articulating surfaces. The acetabular liner was replaced with a polyethylene liner and the ceramic head was replaced with a 29 mm cocr head. Both the acetabular cup and the corail femoral stem were well seated, intact, and were left in situ. Two months following revision surgery, the right hip dislocated and required closed reduction under anesthesia. The patient¿s condition deteriorated after the dislocation with decreased joint range of motion and pain and a joint aspiration of the affected hip revealed metallic debris and inflammation of the hip. Two- and one-half years later, the patient underwent her second revision surgery after heterotopic ossification, a fluid mass, and flattening of the femoral head were identified in radiographic studies. Intraoperatively, the surgical team found tissue necrosis and dark staining of the extracapsular muscle as well as dark grey fluid within the joint capsule. The patient¿s serum co was 222.5 ug/l and cr was 478.1 ug/l. The cocr femoral head was found flattened, the polyethylene line was deeply worn and embedded with ceramic and metal debris from the index components, and deep scrapes on the metal surface of the acetabular cup. The femoral stem was found to be well fixed and intact and was left in situ. The cup, the head, and the liner were all revised and the patient was free of complications at a six-month follow-up. Country of origin: (B)(6). Impacted products in revision 1: duraloc alumina ceramic head and duraloc alumina ceramic acetabular shell. Impacted products in revision 2: 28-mm cocr head, polyethylene acetabular liner, duraloc acetabular cup. Adverse event(s) related to product(s): implant fracture intra-op: ceramic (head)-revision 1; implant bearing wear: ceramic (liner)- revision 1; implant noise: audible sound (head and liner) ¿ revision 1; implant bearing wear: metal (head, liner, cup)-revision 2; implant dislocation: hip (head and liner)- revision 2. Patient(s) reported harm(s) prior to procedure: revision1: surgical intervention, pain, foreign body reaction; revision 2: surgical intervention, pain, foreign body reaction, blood heavy metal increased, joint range of motion decreased, hypersensitivity, necrosis, heterotopic ossification.